Manufacturer narrative:
Philips received a complaint that the mx40 1.4 ghz smart hopping device requires an ipcr- location change because device not getting sound.multiple efforts by the remote service engineer (rse) and via gfes were not successful. The customer did not respond. Based on the information available , the cause of the reported problem was unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer did not respond to philips inquiries.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mx40 device is not getting sound. Patient involvement is unknown. There was no report of patient or user harm.